Event description:
As reported, during an unknown procedure on (B)(6) 2021, the bard/davol simpulse solo device was used. The device failed to drain water suddenly. It was reported that the saline was not discharged from the device (the device failed to irrigate) during test. There was no reported patient injury. Sample return evaluation found the battery latch had detached from the battery case.

Manufacturer narrative:
As reported, the simpulse solo device failed to irrigate suddenly during the procedure. The subject device was returned for evaluation. Initial evaluation of the sample is performed and found that there is irrigation fluid inside of the irrigation tubing indicating fluid was introduced into the system. The battery latch is found to be detached and was not returned with the sample. Functional evaluation of the sample is done while pushing the battery pack into the housing and the device irrigated as intended. Sample evaluation finds the device failed to irrigate as a result of the detached battery latch. This allowed for the battery case to become loose within the handle resulting in the batteries not making complete contact with the electrical contacts inside of the handle. The detached battery latch is not indicative of the as manufactured condition. Based on the sample evaluation and the investigation performed, the root cause of the latch detaching is due inadvertent damage to the unit while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Sample evaluated.